Event description:
Revisional surgery performed due to described grinding, pinching sensation. Upon opening the pt, it was discovered that the plate was broken in two places, over the joint of the rib and sternum. Hypothesis is that the ribs moved, and eventually broke the plate. Plate was discarded. Pt health was not compromised. Sternum was healed.

Manufacturer narrative:
Product discarded by facility. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.